Event description:
It was reported that the inflatable penile prosthesis (ipp) was explanted and replaced. A reason for the revision surgery was not provided. Further information was requested but not yet received. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Device code updated.

Event description:
It was reported that the inflatable penile prosthesis (ipp) was explanted and replaced. A reason for the revision surgery was not provided. Further information was requested but not yet received. Should additional relevant details become available, a supplemental report will be submitted. Additional information was received indicating that the revision surgery was performed because the ipp was no longer working.